Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit had a broken fiber optic module. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions), h10. The getinge service territory manager (stm) that discovered the issue during pm evaluated the iabp unit. The stm noticed that the fiber optic module had broken from normal wear and tear. The stm replaced the fiber optic cable and performed preventive maintenance(pm), calibration, safety, and functionality checks, completed per the service manual and passed to factory specifications. The unit was then returned for clinical service upon completion.

Event description:
N/a.